Event description:
Customer reported her sensor readings are inaccurate. She stated her blood glucose would be around 40 mg/dl, but the sensor reading would be around 90 mg/dl. There was one sensor where the back tape would not come off. Customer declined speaking with help line for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.